Event description:
A dental professional was positioning a pelton and crane dental light when the light assembly fell from the track assembly and struck the pt on the thigh causing a small red mark to the pt's thigh.

Manufacturer narrative:
Upon eval by the distributor, it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light pole from unscrewing from the track mount after installation. The pelton and crane instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed. Upon f/u with the doctor's office no pt medical intervention was required.